Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests three to four times a day and manages her diabetes with humalog insulin (sliding scale based on food intake and blood glucose reading prior to meals) and 70 units of lantus insulin. The patient corrected and clarified that the alleged issue began two weeks prior to contacting lifescan. On (B)(6) 2012 (just prior to contacting lfs) the patient confirmed and clarified she obtained blood glucose readings of "85 and 55mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied taking any insulin after obtaining the reported readings; however, she clarified she consumed more food after speaking with the csr. Later that evening at approximately 6pm, the patient indicated she had developed symptoms of sweating and headache (symptoms she had correlated with high blood glucose). Immediately after the onset of her symptoms, the patient indicated she administered 20 units of insulin, she felt better at an unknown time later, and then went to bed. The patient denied testing her blood glucose before going to bed. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.